Event description:
The customer's family member reported that the pump had an alarm. Troubleshooting was performed. It was stated that the pump constantly alarmed. Later the contact called back and informed about another alarm. The customer did not change the set. Assisted the contact to clear the alarm. Moreover, the customer's other family member called back later and mentioned that the customer was hospitalized for high bgs. It was mentioned that the sites were changed but no manual injections were given.